Event description:
It was reported that this right atrial (ra) lead was exhibiting sensing issues and loss of capture due to a suspected lead damage. The physician decided to explant and replace the device. The device is not expected to return. No additional adverse patient effects were reported.